Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The customer stated that the approximate size of air bubbles was crystallized bubbles size. Customer saw multiple large air bubbles. Customer also experienced hyperglycemia and treated it by bolus. Troubleshooting was done for air bubble anomaly and high blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.